Event description:
Treatment of a p-comm (posterior-communicating artery) aneurysm. During the procedure, it was reported that the first coil had difficulty entering the aneurysm due to its shape. After failed attempts to manipulate the coil by pushing it several times, the implant coil was found stretched. Upon withdrawing the implant coil, it prematurely detached. The microcatheter was removed from the patient, but the implant coil remains partly inside the aneurysm and parent artery. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it implanted in the patient. (B)(4).